Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name: (B)(6). G2: foreign - event occurred in india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure on an unknown date, the button loop fractured from the femur during fixation. There was a twenty-five (25) minute delay. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the device was returned with the pe braided suture attached to the suture button. The teleflex maxbraid suture was not attached and was just loose in the product carton. The returned device is not broken, but rather the loop is completely tightened down. The root cause of the previous investigation remains unchanged. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure approximately six (6) weeks ago, the button loop fractured from the femur during fixation. There was a twenty-five (25) minute delay and another device was used to complete the surgery. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.